Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the rotational speed was unstable. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus was selected for use. During the preparation, when setup of the rotation speed was performed, it was noted that the rotation speed was unstable. The procedure was completed with a different device without rotablation. No patient complications were reported.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device returned for analysis. The returned product consisted of the rotalink advancer and burr catheter. The advancer, handshake connection, coil, burr and sheath were microscopically and visually examined. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came. The advancer was dismantled and the ultem was found to be melted. The turbine was corroded. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was further reported that the set operational speed of the rotaburr was at 220,000rpm; however, the burr speed was running between 180,000 and 200,000rpm. The patient's status post-procedure was good.